Event description:
Failure to alarm. No suction and not alarming.

Manufacturer narrative:
After evaluation of the returned device this complaint was not confirmed. An evaluation of the pump was conducted on 20 may 2014, no anomalies or problems were found, the pump passed all functional testing and confirmed working within specifications. Particularly, steps 22 to 27 of the performance and safety check confirmed the device satisfactorily produced vacuum on intermittent and continuous mode ((B)(4)). Review of complaints history for renasys go pump serial # (B)(4) indicates no other issues have been reported against this device. Based on evaluation findings device malfunction is ruled out. Regarding the complaint report, no information was provided about device settings when issue was noticed, it is unknown if the unit was set on intermittent mode, which is designed to cycle the device on and off, it is also unknown if the unit was running on battery or main power. No further actions are necessary. There is no indication of patient injuries or harm caused by this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm. No suction and not alarming.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.